Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with noise on the rv lead. Pmt was also observed. Programming changes were discussed. Later, the rv lead was explanted due to noise and inappropriate shocks. The lead was successfully laser removed. The patient was stable post-procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.